Manufacturer narrative:
The device sample was rec'd by the MFR, but the investigation is incomplete at the time of this report. Per DHR (device history record) the product concha neptune, lot #611120132 was manufactured on 12/07/2011. The DHR investigation did not show issues related to complaint. A document assessment was conducted and no changes were required.

Event description:
The event is reported as: the customer alleges that the unit powers down during pt use. The alleged issue occurs after the unit is in use for a while. No report of a pt injury or harm to the pt.